Event description:
It was reported that the patient experienced pain at the ipg site and did not like the original location of the ipg. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the pocket was relocated. Postoperatively, the pain has resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.